Event description:
It was reported that during the lead implant attempt, the patient developed rapid supraventricular tachycardia and the patient was administered an intravenous medication. It was also reported that two days later the patient felt a sensation in the chest each night that felt similar to atrial tachycardia. The sensation was reproduced during threshold testing. Ventricular capture management was turned off. The lead remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.